Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of remote data from this system identified stored events with noise and oversensing on the right ventricular (rv) channel. Trended data showed a decrease in rv pacing impedance of 879 ohms to 547 ohms over the past 3 months. Programmer assessment was recommended. The observations were documented, and the system remains in service. No adverse patient effects were reported.